Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during a total hip procedure, the liner did not seat. Another liner was opened and seated immediately. There was full view of the cup, and no tissue was seen. No delay reported, as the sales rep came prepared with 2 liners. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection, there is damage to the scallops and there was no damage to the outer sphere of the liner. The dimensional analysis was inspected during the manufacturing process and is conforming to specifications. The device history records were reviewed and no related deviations/anomalies were identified that affect the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.